Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after the pacing lead implant procedure, the patient experienced nausea, a drop in blood pressure, pericardial effusion and suspected pacing lead perforation. Drainage was performed. The right ventricular (rv) lead and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.